Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace ethicon generator had a message of "reduce the pressure of the knife head." The customer noted that they could not continue using the harmonic ace instrument even after they had cleaned the harmonic ace instrument head. The customer discovered that the harmonic ace instrument knife had cracks. There was no report of any fragments falling inside the patient. The customer also reported that there were no instrument collisions during the procedure. There were four harmonic ace instruments used in the same case, and all had problems. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.36" x 0.10" was not returned with the instrument. There was material missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. A review of the instrument logs for the harmonic ace instrument (480275-08/l90210927) associated with this event was performed. The instrument was last used on (B)(6) 2022. An image of the harmonic ace instrument related to this event was received. A review of the provided image is consistent with the allegation of a cracked blade. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.